Event description:
It was reported that a spectrum pump does not recognize when door opened and tubing guides unresponsive when tubing is inserted. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1 initial reporter first name: (B)(6). H11: the device was received for evaluation. During functional testing, 'does not recognize when door opened and tubing guides unresponsive when tubing is inserted' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upper aux. The upper aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.